Event description:
During a cryo procedure, a blood leak was noted at the hemostasis valve. Another sheath from the same lot was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 14f fast-cath introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn and stretched seal, and subsequent leak, remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.